Manufacturer narrative:
The review of data provided highlighted an avb ii episode on (B)(6) 2025 at 7:03am, triggering 3 ventricular pauses longer than 2 seconds. No palpitations are recorded on (B)(6) 2025 at 7:00am. The subject device was implanted on (B)(6) 2024 and connected to two vega leads. It was communicated that the reported event took place on (B)(6) 2025 at around 7am. The manufacturing process of the subject device was re-investigated. All production steps have been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The data from the in-clinic follow-up on (B)(6) 2025 were provided and show normal functioning of the device. The patient is paced less than 1% in the atrium and in the ventricle and the device spent 99,7% of the time in safer mode. The ventricular detection is spread from 6 mv to 11 mv and the ventricular impedance is stable. The atrial detection and the atrial impedance are stable. A low rate of sleep apnea is recorded and no atrial fibrillation episodes occurred since (B)(6) 2025: no atrial arrhythmia episode was recorded on (B)(6) 2025. No ventricular arrhythmia episode was recorded on (B)(6) 2025. One avb ii episode was recorded on (B)(6) 2025 at 7:03am, triggering 3 ventricular pauses longer than 2 seconds. The episode occurred when the patient was paced at rest rate. The ventricular spikes were efficient when the device switched to ddd mode. Could this episode have triggered the syncope? No palpitations are recorded on (B)(6) 2025 at 7:00am. The subject device paces and senses properly. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, a patient flew to USA and during the flight she felt palpitations and after a moment she syncopied. In the pm storage nothing was recorded. Physician likes to know if the pm was 100% ok during the flight time.

Event description:
Reportedly, a patient flew to USA and during the flight she felt palpitations and after a moment she syncopied. In the pm storage nothing was recorded. Physician likes to know if the pm was 100% ok during the flight time.